Event description:
Latex allergic physician had anapuylactoid reaction to banana. Developed local pruritis/rash from latex gloves after 10 yrs of use; switched to non latex gloves exclusively 5 yrs prior to the event. Ate 1 banana as sole item for breakfast and 20 minutes later developed diaphoresis flused/red skin and few utricanria. Swollen lips, swollen tongue, could not swallor or speak louder than a whisper, treated with sub-q epi (x3), IV solucortef and bagonist via nebulizer, IV benadryl. Did not lose airway or bp, likely due to prompt rx.